Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this right atrial (ra) lead was not working appropriately, thus, the lead was turned off. Boston scientific technical services (ts) discussed to contact clinic or physician. There was no further information provided. The lead remains in service. No adverse patient effects reported.